Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the device was not returned, no investigation could be performed and mmdg is not able to confirm the complaint.

Event description:
The initial reporter stated that "they experienced two pumps free flowing". They state that they are sending the two associated pumps in. When asked by an mmdg clinician if the administration sets would also be returned the initial reporter stated that "he was not responsible for the sets" and did not know if they would be returned. During the initial call, mmdg did verify that the tubing has not been used on a patient. (B)(4).